Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been replaced.

Event description:
Healthcare professional reported left side "deflation." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.